Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker header was unable to fix lead and the set screw at the header was noted to be stripped. The pacemaker was removed and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of the setscrew could not be tightened to fix the lead in the device was not confirmed. Analysis revealed the setscrew problem cannot be examined or analyzed because the setscrew was removed during the event in the field and was not returned with the device. No other anomalies were seen.